Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced filter clear link paclitaxel set will empty then bolus the patient as well as have blood backflow. For the last six days, the filter is primed and no air is observed. The infusion with blincyto running at 10ml/hr, will empty and bolus the patient; then refill and empty again. It was also reported that the clearlink paclitaxel set (product code 2c8858 lot# unknown) where drug will fill up in the tubing by the filter then will empty and bolus the patient with the medication. This has happened for an unknown quantity of times. The tubing is changed every day. The blinctyo is very neurotoxic drug and are concerned for the pediatric patient. The event occurred in the pediatric intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.